Manufacturer narrative:
(B)(4). Jaw.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, during the first firing, no clip advanced and then on the second and third firing, the clips did not hold because they had clip gaps. Another device was used to complete the procedure. There was no adverse consequence to the patient.